Event description:
Patient contacted dexcom technical support on 07/27/2012 to report that since beginning use of cgm in approximately (B)(6) 2012, she has experienced severe skin irritation. Patient consulted with her physician. The patient's physician advised that she remove her sensors after 5 days of use (instead of the indicated 7 days). Patient reports that she has experienced some skin irritation after removal of sensors worn for 5 days, but it is not as severe. At the time of her call to dexcom technical support patient reported some scarring on her abdomen, but that she is in fine condition.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.